Event description:
ECMO circuit started chugging. Air noted in tubing between bladder and raceway. Venous and arterial cannula clamped and pump stopped. Patient placed on emergency ventilator settings. Air between bladder and raceway removed. Volume given into circuit. Attempted to restart circuit at low flow and recirculate blood through the bridge. Air noted again between bladder and raceway. It was also noted throughout the circuit. After the patient was decannulated, the bladder was noted to have a pinpoint hole underneath at the base of the bladder.patient had compromised respiratory system and had to undergo surgery sooner than desired due to decannulation of ECMO.======================manufacturer response for ECMO circuit, ECMO circuit (per site reporter).======================they are checking lot# and testing circuit. No information yet.